Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visually inspected the pump. Front & rear housing were damaged (upper left & right edge). Labels were undamaged. Performed functional check. Internal inspection executed. Customer stated problem confirmed. The device shows lec 1871 after power up. The root cause was unknown. Motor needs to be replaced. The customer received a cost estimate. Upon acceptance of the quote, the repair will be carried out, and the motor will be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump presented the following issue: "error 1871". There was no patient involvement and no patient harm/adverse event reported.